Manufacturer narrative:
The customer's address is unknown. (B)(6),USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d 2ss cv had a crack and leaked. The following information was provided by the initial reporter: material no: 2420-0007, batch no: 20067170. It was reported that lipids leaked out of tubing above channel and tubing cracked.

Event description:
It was reported that as lvp 20d 2ss cv had a crack and leaked. The following information was provided by the initial reporter: material no: 2420-0007, batch no: 20067170. It was reported that lipids leaked out of tubing above channel and tubing cracked.

Manufacturer narrative:
H6: investigation summar: a sample was received and tested by our quality team. When administering a flow test, the leak was immediately apparent. The customer's complaint of leakage has been verified. A device history record review for model 2420-0007 lot number 20067170 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The sample was received and after a flow test, the leak was immediately apparent. Using a microscope for visual inspection, the root cause was determined as the tubing insertion was shallow in the junction and it seemed that insufficient solvent was used. Tubing measurements were within tolerance. H3 other text : see h.10.